Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient's mother reported the patient was hospitalized on (B)(6) 2010 due to elevated blood glucose of 15 mmol/l (270 mg/dl). The patient felt sick and was taken to the hospital at 5:00 pm. Her blood glucose measured 37 mmol/l (666 mg/dl) at 9:00 pm. The patient was hospitalized for 2 days and treated with an IV of insulin and fluids. The mother stated the end of the piston rod of the infusion device was half way through the insulin cartridge, however, the insulin cartridge was empty as if it had leaked. No error had been displayed on the infusion device. She stated the insulin cartridge did not appear to be damaged. No further information is available. The insulin cartridge was discarded. The infusion device was replaced and requested to be returned for evaluation.